Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full, bloated and had difficulty breathing during an unspecified process step. The patient was connected to the homechoice pro device at the time of the events. The fill volume was 1400ml and the drain volume was 2523ml in drain 3 of 3. The patient reported that draining relieved the symptoms. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. The patient reported they would contact their pd nurse. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed the programmed total uf (10ml) was set too low for the most recent therapies. Per the homechoice apd trainer's guide, setting the total uf too low may be attributed to a higher risk of iipv. The suggested setting for total uf is described as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf setting. Based on the device log analysis, the direct cause of the event was determined to be the programmed total uf being set too low. The homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.